Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on an advia 1800 analyzer. Calibration was acceptable and quality control (qc) was recovered high on level 2 on the day of event. The customer reran qc, which recovered within acceptable range on both levels. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, checked all valves on reaction tray wash unit (wud) and dilution reaction tray wash unit (dwud), which were functioning normally, verified water pressure, no leaks were observed, reflanged cuvette wash, rinsed input lines, ran wash 3, observed obstruction in the cuvette conditioner, re-adjusted the cuvette conditioner, performed full system check, observed contamination in water lines, performed full system decontamination, ran qc, which recovered acceptably . Siemens evaluated the event and determined that the contamination in waterlines potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on an advia 1800 analyzer. The initial results were not reported to the physician(s). The samples were repeated on the original and alternate advia 1800 analyzers. The repeat results recovered lower than the initial results and were in line with lab expectations. The repeat results were considered correct and the repeat results from the alternate analyzer were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.